Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The break in aseptic technique was further described as the patient making a mistake and not wearing a mask. The cause of the peritonitis was reported as urinary tract infection, gastrointestinal infection as well as the breach in aspectic technique. The patient was hospitalized and treated with injection reflin (1g start dose and following dose not reported, tds in each bag, route not reported) and injection gentamycin (start dose of 20 mg followed by 8 mg tds in each bag, route not reported) for peritonitis. The outcome of this peritonitis event was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.